Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("severe pelvic pain/pain"), uterine perforation ("perforation of the uterus/perforation (uterus)/ / outside of tube / partial extrusion/ left fallopain tube perforation and extrusion of left essure device into pelvic wall. Right essure partial extrusion") and tubulointerstitial nephritis ("nephritis interstitial") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smell alteration. Concomitant products included oral contraceptive nos from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with back pain and uterine pain, abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding menorrhagia)"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), vesical fistula ("post procedural fistula"), urinary incontinence ("leaking urine") and tubulointerstitial nephritis (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation ("migration of essure device"), dysmenorrhoea ("abnormally severe menstrual pain"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), rash ("rashes/ rash"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), arthralgia ("hips pain"), device deployment issue ("essure coil was implanted incorrectly"), complication of device insertion ("one was not implanted at all"), bladder pain ("bladder pain"), depression ("psychological or psychiatric problems: depression") and fibromyalgia ("autoimmune disorder: fibromyalgia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, dysmenorrhoea, dysgeusia, rash, pruritus, fatigue, weight fluctuation, migraine, vaginal haemorrhage, dyspareunia, device deployment issue, complication of device insertion, bladder disorder, urinary tract disorder, depression, vesical fistula, urinary incontinence, fibromyalgia and tubulointerstitial nephritis outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia, headache, arthralgia and bladder pain had resolved. The reporter considered abdominal pain lower, arthralgia, bladder disorder, bladder pain, complication of device insertion, depression, device deployment issue, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, tubulointerstitial nephritis, urinary incontinence, urinary tract disorder, uterine perforation, vaginal haemorrhage, vesical fistula and weight fluctuation to be related to essure. The reporter commented: dates of insertion were reported as (B)(6) 2009; (B)(6) 2010 (per pfs). Since her removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion fallopian tubes pathology test - on (B)(6) 2016: no other specific pathologic change identified on (B)(6) 2016, pathology test revealed uterus, cervix, bilateral ovaries and fallopian tubes, hysterectomy, bilateral salpingoophorectomy. Right and left fallopian tubes: benign fallopian tubes with associated medical hardware. No other specific pathologic change identified. Right and left ovaries: benign ovaries with no specific pathologic change (medical hardware on left). Most recent follow-up information incorporated above includes: on 13-jun-2018: reporters added and updated patient demographics. Concomitant disease were added. Added events bladder pain, bladder or urinary problems or changes, perforation (fallopian tube(s)), psychological or psychiatric problems: depression, post procedural fistula, leaking urine, autoimmune disorder: fibromyalgia and nephritis interstitial. Updated events and onset date and outcomes of events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and uterine perforation ("perforation of the uterus/perforation (uterus)") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included contraceptives nos from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with back pain and uterine pain, menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding menorrhagia)"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation ("migration of essure device"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), rash ("rashes"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), arthralgia ("hips pain"), device deployment issue ("essure coil was implanted incorrectly") and complication of device insertion ("one was not implanted at all"). The patient was treated with surgery (on (B)(6) 2016, total hysterectomy and bilateral salpingectomy) and surgery (on (B)(6) 2016, total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, device dislocation, dysmenorrhoea, abdominal pain lower, menorrhagia, dysgeusia, headache, rash, pruritus, fatigue, weight fluctuation, migraine, vaginal haemorrhage, dyspareunia, arthralgia, device deployment issue and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, arthralgia, complication of device insertion, device deployment issue, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: dates of insertion were reported as (B)(6) 2009; (B)(6) 2010 (per pfs). Since her removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion fallopian tubes pathology test - on (B)(6) 2016: no other specific pathologic change identified on (B)(6) 2016, pathology test revealed uterus, cervix, bilateral ovaries and fallopian tubes, hysterectomy, bilateral salpingoophorectomy. Right and left fallopian tubes: benign fallopian tubes with associated medical hardware. No other specific pathologic change identified. Right and left ovaries: benign ovaries with no specific pathologic change (medical hardware on left). Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Essure indication and start date was updated. New event perforation of the uterus/perforation (uterus) with uterus pain, migration of essure device, abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), hip pain, essure coil was implanted incorrectly, one was not implanted at all were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('severe pelvic pain/pain'), uterine perforation ('perforation of the uterus/perforation (uterus)/ / outside of tube / partial extrusion/ left fallopain tube perforation and extrusion of left essure device into pelvic wall. Right essure partial extrusion / migration of essure device') and tubulointerstitial nephritis ('nephritis interstitial') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure coil was implanted incorrectly". The patient's concurrent conditions included smell alteration. Concomitant products included oral contraceptive nos from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with back pain and uterine pain, abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding menorrhagia)"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced tubulointerstitial nephritis (seriousness criterion medically significant), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), vesical fistula ("post procedural fistula") and urinary incontinence ("leaking urine"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), rash ("rashes/ rash"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), arthralgia ("hips pain"), complication of device insertion ("one was not implanted at all"), bladder pain ("bladder pain"), depression ("psychological or psychiatric problems: depression"), fibromyalgia ("autoimmune disorder: fibromyalgia") and premature menopause ("early menopause"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, tubulointerstitial nephritis, dysmenorrhoea, dysgeusia, rash, pruritus, fatigue, weight fluctuation, migraine, vaginal haemorrhage, dyspareunia, complication of device insertion, bladder disorder, urinary tract disorder, depression, vesical fistula, urinary incontinence, fibromyalgia and premature menopause outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia, headache, arthralgia and bladder pain had resolved. The reporter considered abdominal pain lower, arthralgia, bladder disorder, bladder pain, complication of device insertion, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, premature menopause, pruritus, rash, tubulointerstitial nephritis, urinary incontinence, urinary tract disorder, uterine perforation, vaginal haemorrhage, vesical fistula and weight fluctuation to be related to essure. The reporter commented: dates of insertion were reported as (B)(6) 2009; (B)(6) 2010(per pfs). Since her removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirming full occlusion fallopian tubes. Pathology test - on (B)(6) 2016: results: no other specific pathologic change identified. On (B)(6) 2016, pathology test revealed uterus, cervix, bilateral ovaries and fallopian tubes, hysterectomy, bilateral salpingoophorectomy. Right and left fallopian tubes: benign fallopian tubes with associated medical hardware. No other specific pathologic change identified. Right and left ovaries: benign ovaries with no specific pathologic change (medical hardware on left).. Concerning the injuries reported in this case, the following one was added from social media: premature menopause. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Event early menopause was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), back pain ("severe, lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, headache, rash, pruritus, fatigue, weight fluctuation and migraine outcome was unknown. The reporter considered abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.